Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No moisture damage was found inside of the insulin pump. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that insulin pump has been exposed to moisture damage. Customer reported that moisture can be seen behind screen plate. The blood glucose level was not included in the report. Nothing further was reported.